Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a no delivery alarm. The customer also reported having issues with the reservoir leaking while attempting to prime.customer's blood glucose level at the time 235mg/dl. Troubleshooting occurred. No additional information is provided.